Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A technical support specialist dialed in to the geripsych station and the pyxis prod server. On the geripsych station, no failed hardware icons were observed, and the drawer configuration showed no failed cubies. Tss emailed to customer whether the issue persisted or not. The customer responded that the issue has been resolved on their end. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pocket failed and had duplicate address, user tried to reboot the station and performed the recovery storage, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.